Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaint in the lot. (B)(4).

Event description:
A nurse reported that when an intraocular lens (iol) unfolded in a patient's eye during implantation, it was noted to have delicate filament fibers attached, which were removed during aspiration and irrigation. There was no harm to the patient and the lens remains implanted.